Event description:
During laparoscopic surgery physician was pulling needle back through pledget when suture broke. The white plastic portion appears to have snapped at the point the pin holding the metal toothed grasper goes through. All pieces were retrieved and an x-ray taken to verify.